Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a rupture in the left cylinder. The patient presented with unequal cylinder inflation when pumping the device. "The physician believe that a device malfunction caused or contributed to the aneurysm and rupture of external left cylinder layer." The patient is doing "very good so far" following the surgery.

Manufacturer narrative:
Additional information and device evaluation provided in: b5, d10, h6, h10. Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a hole in the outer tube that was consistent with sharp instrument damage which likely occurred during explant. No damage was present in relation to the inner tube of the cylinder; the cylinder therefore passed the leak test. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Cylinder 2 had a hole in the outer tube near the proximal end of the body due to input tube wear with avulsion. A fluid leak was identified near the proximal end of the cylinder body also attributed to input tube wear. The kink resistant tubing (krt) was worn to the filament and leaks were present. Broken fabric threads were identified throughout the cylinder body.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a rupture in the left cylinder. The patient presented with unequal cylinder inflation when pumping the device. "The physician believe that a device malfunction caused or contributed to the aneurysm and rupture of external left cylinder layer." The patient is doing "very good so far" following the surgery. Additional information received states there was fluid loss from the device.